Event description:
(B)(4). Post essure placement, I have experienced the following: chronic pelvis pressure and pain which leads to feeling of false need to frequently urinate/poop and interrupts relaxation and sleep; requires pain medication to alleviate vs. No issues prior. Muscle spasm in pelvis. Shooting pains in area of fallopian tubes/ovaries that requires pain medication to alleviate; maybe associated with ovulation, but lasts days and seems more frequent than ovulation vs. No ovulation pain prior. Period changes: increased frequency, about every 21 - 25 days vs 28 - 30 days prior. Severe cramps during period vs. No cramps prior. Heavy flow with clots vs. Light flow with no clots prior. Longer 5 and 6 days vs. 3 and 4 days prior. Spotting between periods vs. No spotting prior.